Event description:
An accumulation of fluid was noted around the pump. An x-ray examination, after radio-opaque media injection through the catheter access port, (date not reported) showed a leak inside the subcutaneous pump pocket around the sutureless connector. A connector revision was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported; the pump was used for pain therapy. Additional info has been requested, a follow-up report will be sent if additional info becomes available.